Event description:
It was reported that approximately 2 weeks ago, the patient was suddenly no longer able to hear. The external equipment was swapped out on october 19,2004. The patient was for a short time able to hear again, but on the same day, the sound disappeared again. During an appointment in 2004, when the patient put her processor on, she immediately removed it as she received an unpleasant sensation. Testing confirmed that the implant had malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.